Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer stated that they received calibration error alarms. The customer's blood glucose was 172 mg/dl and sensor glucose was 46 mg/dl at the time of incident when it triggered threshold suspend. The customer reported that they had a bent cannula. The customer stated that a bad sensor alert occurred after second consecutive calibration error alarms. The sensor will be returned for analysis.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed test.